Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration and discomfort are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and is indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device attended a follow up visit with their physician and described discomfort in the left inguinal area. A surgical procedure was performed during which the reservoir was explanted and replaced. Upon explant the physician identified reservoir herniation. There were no further patient complications reported.